Event description:
Customer's mother reported via phone call that display screen of insulin pump was cracked. Customer's blood glucose was 402 mg/dl and was treated with insulin pump. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was returned without the battery cap noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.